Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® edta 2k were having foreign matters inside, no report of medical interventions or serious injury.

Manufacturer narrative:
Medical device type: corrected to jka. PMA / 510(k)# corrected to k981013.